Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprostheses; adverse events that may occur include, but are not limited to include: vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture, death), arterial or venous thrombosis and / or pseudoaneurysm.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm with and was implanted with gore® excluder® aaa endoprostheses. The main body was implanted on the with the placement of the ipsilateral leg on the left side within the left common iliac artery. The procedure was finished with no evidence of endoleak or dissection reported. In (B)(6) 2018, the patient underwent follow-up examination which revealed a dissection of the left external iliac artery. The cause of the dissection was unknown, but the dissection had not been observed on the previous follow-up computed tomography scans and it occurred outside the treated region. The physician stated it was not a iatrogenic dissection. The physician decided to take a wait-and-see approach for the dissection. On (B)(6) 2019, the patient presented to the hospital complaining of gluteal muscle claudication. It was revealed that abi (ankle brachial pressure index) had decreased (abi = 0.4), and the ipsilateral leg and the left external iliac artery showed stenosis due to thrombosis. The patient emergently underwent re-intervention for treatment of the stenosis. Percutaneous transluminal angioplasty (pta) was performed in the stenosed region. A balloon-expandable viabahn endoprosthesis was implanted in the left external iliac artery, and a contralateral leg component was implanted bridging the pxt261416 and the viabahn. The blood flow was restored. The patient tolerated the procedure. The physician stated that the dissection of the left external iliac artery was contributed to the stenosis.